Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09451. It was reported that high capture threshold was observed on the right ventricular (rv) lead, and noise oversensing was observed on the right atrial (ra) lead. The patient is pacemaker dependent. The rv and ra leads were capped and replaced on (B)(6) 2020. The patient was recovering.